Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.35; sheath: 7f; low molecular weight heparin. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a iliac stenting procedure. Reportedly, part of sheath was loaded on the 0.35 wire but the wire was not crossing the sheath and was not coming out of the guide wire exit port due to some problem in the sheath. Another proglide device loaded successfully on the wire and was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to insert could not be confirmed. During returned device analysis, the device was successfully backloaded over a proxy guide wire. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the event. A query of the electronic complaint handling database revealed no other incidents for difficulty to insert the guide wire reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.